Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support post cardiac surgery. After five days of support, the team made the choice to place the pump axillary instead of femoral due to cool foot. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the limb ischemia was most likely patient condition related. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.